Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor it was reported that "the patient is scheduled to have an MRI of the brain. The caller doesn't think the device is working like it was. They think the patient is scheduled to have the stimulator taken out. They don't know if they want the patient to go under anesthesia. The caller thought the patient went through vanderbilt, but they don't know if it is the same doctor. Patient went to see the doctor several months ago because they thought it was not working. The patient was redirected to their healthcare provider to further address the issue."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.